Event description:
It was reported that the procedure was cancelled. An accustick ii w/o guidewire was selected for use. During the procedure, it was noted that the wire is jammed in the sheath and the sheath comes out. The device was replaced with the same product, however, the same issue was encountered. The procedure was not completed due to this event. There were no complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. One accustick device was returned for analysis: introducer cannula, dilator and sheath and no issues were found. The device was inspected under microscope and no issues or damages were observed.

Event description:
It was reported that the procedure was cancelled. An accustick ii w/o guidewire was selected for use. During the procedure, it was noted that the wire is jammed in the sheath and the sheath comes out. The device was replaced with the same product, however, the same issue was encountered. The procedure was not completed due to this event. There were no complications reported. It was further reported, that the sheath could not penetrate into the body and this malfunction occurred continuously with the same product, however, the procedure was completed with another product.